Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was deemed non-functional due to allegedly reaching end of life. As a result, the patient's ipg was explanted and replaced to address their issue.